Manufacturer narrative:
Unit alarmed during selftest due to due to faulty radio frequency board. No unexpected pump shutting off anomaly noted. Unit received with cracked case at display window corners and reservoir tube. Unit received with minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call, that the customer received a failed selftest alarm. Customer's blood glucose level at the time 160 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.